Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional. Therefore, it was decided to perform a revision surgery; the entire aus was removed and replaced. Testing of the explanted device confirmed a balloon hole, which caused fluid leak. No patient complications were reported.